Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure. The exact procedure date was unknown. During the procedure, the band got stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. This event was reported by the sales representative. The healthcare facility is unknown but the distributor is: (B)(6). (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is unknown, but the distributor is: (B)(4). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle, irrigation tube and ligator head) was analyzed, and a visual evaluation noted that the ligator head had some bands moved from its position and two bands were broken/damaged. Additionally, the ligator head teeth were bent/damaged and the trip wire not secured. The returned handle and irrigation tube were in good condition with no damage observed. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had some bands moved from its position, two bands were broken/damaged), and the ligator head teeth were bent/damaged. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly, leading to inability of the device to deploy the bands, moved from its original position, breaking two of them and resulting to bent/damaged ligator head teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure. The exact procedure date was unknown. During the procedure, the band got stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.